Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty of the pacing lead during implant. It was noted that the pacing lead also had insulation damage. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to pulling/s tretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the outer insulation is kink/buckled at 14.7 cm. The outer insulation is stretched at various locations on the lead. The proximal conductor is distorted at various locations on the lead from stretching. If information is provided in the future, a supplemental report will be issued.